Event description:
The patient suffered from pain when moving to the left side with simple discomfort. The device was palpable under the skin, and it was a subcutaneous mobile foreign body. The scar was clean and non-inflammatory. The investigator reported it as subcutaneous palpation of an elongated object 4 cm long and 0.5 cm wide, compatible with the implantable cardiac monitor. Device currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.